Event description:
Vasoview hemopro was being used to take leg vain. Assistant was seeing smoke that she should not be seeing because she had not activated the instrument yet. She immediately pulled the instrument out of the sheath to examine it and the jaws were open like they were supposed to be when not being used, but the tips were red and heating up. It apparently had shorted out.